Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dark, poor image quality and insertion tube is dent. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: dark was caused by a component failure of insertion tube, poor image quality was caused by a component failure of insertion tube, insertion tube is dent was caused by a component failure of insertion tube, video connector cover is dent was caused by a component failure of video connector cover, electrical contact in the video connector is dent was caused by a component failure of electrical contact in the video connector, gold ring discolored was caused by a component failure of gold ring, light guide adapter discolored was caused by components failure of light guide adapter and switch does not work was caused by components failure of remote control buttons. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a dark image issue. There were no reports of patient harm.